Event description:
Primary stability achieved, no osseointegration. Immediate implantation, after 1 week, a temporary screwed, long-term restoration without occlusal and approximal contacts was inserted. Implant loss could be caused by patient's tongue activity.